Event description:
It was reported that the original site where the implantable neurostimulator (ins) was implanted wouldn¿t heal, so the patient had to have a second surgery to place the ins on the other side. This happened about four weeks prior to the report and the patient was all healed up now.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l5jy, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).